Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 5 of 6. The baxter technical services representative explained the alarm and had the hp close the clamps and cycle the power to clear both the system error 2240 and the cascading system error 2367 alarms. The hp would complete therapy with manual supplies. Bps contacted the home patient on (B)(6) 2012. She stated that she completed therapy the following morning with manual supplies. She did not notice anything unusual about her supplies that night. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event, but that she had seen her the previous day. The patient was continuing therapy successfully on the homechoice. There were no adverse events reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.